Manufacturer narrative:
D4 - expiration date, h4 - device MFR date: left blank as the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported by a patient that there were repeated line block alarms while using the infusion set. Initial troubleshooting involved changing the cassette and tubing. On recurrence, the cannula was replaced after being found bent. The event occurred during infusion, however there was no patient harm occurred.